Manufacturer narrative:
(B)(4) g2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time, the unit was found to have a black debris in the packaging, it looked like the battery pack was opened. It is unknown if there was a patient impact or if a delay occurred. Due diligence is in progress.